Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the screw broke upon implantation. The broken screw was removed and a backup device was used in the same bone hole to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. Approximately 17mm of the distal end of the screw has broken off and was not returned for examination. The remaining portion of the screws threads are rolled over and missing small pieces. The screws major diameter and wall thickness was measured and were found to meet print specification. Clinical details were provided that a tunnel of 6mm was utilized. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. UDI#: (B)(4).